Manufacturer narrative:
A correction needs to be made to the initial MDR. The corrected sentence was "the blood pump was exchanged by trained personnel at the clinic without any complications." The clinic provided berlin heart with a video of the blood pump at the time of the incident based on which an incomplete emptying can be confirmed. The affected blood pump was returned to berlin heart for analysis following the exchange. The customer complaint was confirmed. During initial visual examination of the returned blood pump, an air cushion was detected between the membrane layers. The blood pump was submitted to an external laboratory for CT scanning where a large cushion was detected between the middle and blood-side layer of the triple-layer membrane. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the air-side and middle layers, located along the edge region. Furthermore, a few graphite agglomerates were detected between the membrane interstices. The blood-side layer of the triple-layer membrane was found to be intact. The thickness of the individual membrane layers of the returned blood pump was re-measured and found to be within specification at all the fixed locations and also the region of the defects. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side and middle layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019. We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been returned to the manufacturer yet. A detailed investigation report will be provided as soon as available.

Event description:
Berlin heart (B)(4) was informed by the (B)(4) distributor of a suspected incomplete emptying of the left excor blood pump of a patient supported in the bivad configuration. The clinic decided to exchange the affected blood pump. The blood pump was exchanged by trained personnel at the clinic without any the patient was not affected by the incident and is doing well.